Manufacturer narrative:
Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that 23 g x .75 in bd vacutainer® winged safety push button blood collection set with 12 in tubing and luer adapter leaked from the connection between the tubing and the hub area. Also some plastic sheaths were not attached. No blood exposure to mucous membrane. No injury or medical intervention.